Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). Investigation summary: the complaint device is not being returned. It was discarded by the customer therefore not available for a physical evaluation. We cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. This complaint cannot be confirmed. No nonconformances were identified for this part-lot number combination. Review conducted per qlik query executed 2/15/2018. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via email that during a meniscal repair the backstops would not deploy on the device. The device was discarded and the procedure was completed with same like product. The affiliate reported no patient harm but, a 5 minute delay to the procedure.